Event description:
It was reported that during a gastrectomy procedure, the articulation mechanism did not work. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/19/2008. Damaged articulation gear teeth. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.